Manufacturer narrative:
Batch review performed on 20-october-2025: reverse shoulder system 04.01.0155 glenoid baseplate - ø27x25 (k170452) lot 2201537: (B)(4) items manufactured and released on 25-may-2022 expiration date: 2027-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: revision performed nearly one year after the previous surgical intervention. The patient presented with persistent pain, and radiographic evaluation revealed that the baseplate and glenosphere were positioned suboptimally. This marks the third revision following the initial shoulder arthroplasty in (B)(6) 2024, with prior revisions addressing excessive lateralization and a subsequent infection. It is important to consider that each surgical procedure can significantly alter the anatomical and biomechanical environment of the shoulder joint. Repeated revisions may lead to progressive compromise of the glenoid bone stock and soft tissue envelope, which in turn can affect the ability to achieve stable and accurate implant positioning. Although the precise cause of the malposition remains undetermined, the cumulative impact of prior surgeries likely contributed to a more challenging fixation scenario, increasing the risk of suboptimal alignment of the baseplate and glenosphere. There is no reason to suspect a faulty device.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting tightness. The surgeon chose to decrease lateralization, by revising the lateralized glenosphere to a standard glenosphere. The surgeon also revised the liner and the surgery was completed successfully. MDR 3005180920-2024-00640. On (B)(6) 2024, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully. MDR 3005180920-2024-00885. On (B)(6) 2025, the patient came in reporting pain and the cause is unknown. The surgeon observed that the baseplate, and consequently the glenosphere, were malpositioned and the cause is unknown. The surgeon revised the medacta metaphysis and liner to medacta components and revised the medacta baseplate and glenosphere to competitor components. The surgery was completed successfully.